Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon the initial inflation attempt, the integrity of the balloon catheter became compromised at approx 2 atm and the stent migrated proximally from the target lesion site. Attempts to properly position and fully deploy the stent with a second balloon catheter were unsuccessfull. The pt was sent for coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.